Event description:
It was reported that during a procedure there was a forward firing. The fiber was used to 28,690 joules per 3 minutes and 8 seconds. The procedure was completed with another of the same device. No further complications reported.

Event description:
It was reported that during a procedure there was a forward firing. The fiber was used to 28,690 joules per 3 minutes and 8 seconds. The procedure was completed with another of the same device. No further complications reported.

Event description:
It was reported that during a procedure there was a forward firing. The fiber was used to (B)(4) joules per 3 minutes and 8 seconds. The procedure was completed with another of the same device. No further complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual unaided inspection of the fiber identified the fiber was received with 2 cards and the data from each card indicated that the fiber was recognized and it was fired. Microscopic inspection identified a distal circumferential fracture at the glass cap. Additionally, it was identified the glass cap protruding from the metal cap, indicating glue failure. Although based on these observations, the reported event is confirmed, the fiber was functionally tested with helium neon (hene) laser fixture, and it was identified that there were no breaks along the fiber length. The forward firing test for this device resulted in an output which was below the threshold for potential patient harm. The glass cap exhibited severe devitrification at the output window, and the metal cap exhibited moderate debris adhesion on its surface, indicative of tissue contact. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture and glue failure. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture. On the other hand, the reported event indicated that the procedure was completed without patient complications. There is no information that the identified glue failure nor the distal circumferential fracture with an output below the threshold for patient harm, could cause or contribute to patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forward firing due to the identified distal circumferential fracture has a forward firing rate that was below the threshold for potential patient harm.